Event description:
It was reported that after insertion of the sheath introducer, blood was noted at the insertion site. On examination, it was noticed that the sheath body had separated at the hub. The sheath body was visible at the skin and was clamped off and removed. There were no further complications.